Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging the patient's (her son) onetouch ping meter was displaying inaccurate results when compared to the same meter and compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated, the patient woke up with a headache on (B)(6) 2012 at 11:30am, and they tested 15 minutes later at 11:45am and obtained an unknown reading. The reporter stated on (B)(6) 2012 at 11:47am, she obtained a reading of "227mg/dl" and at 12:05pm, obtained a reading of "98mg/dl" on the same meter. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The reporter stated, the patient uses insulin pump therapy to manage his diabetes. The reporter stated, the patient made no changes to his usual diet, activity level or medications on the day of the alleged issue. However on (B)(6) 2012 at 12:57pm, the reporter stated a reading of "33mg/dl" was obtained on the subject meter, compared to a reading of "22mg/dl" obtained on a true results ems meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl. The reporter stated the patient was given glucose tablets or gel in response to the reading. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and the patient was using an approved sample site to obtain the samples. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the reporter claimed due to the alleged issue the patient took his usual dose of medication and severely low blood glucose readings were obtained, and the patient required treatment from ems.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing and was found to function properly. Pa was unable to reproduce the complaint. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Since the lot number was not provided by the patient, pa unable to perform strip evaluation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.